Manufacturer narrative:
(B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a check of the system and confirmed the reported issue. The flow sensor was replaced to resolve the reported issue.

Event description:
The hospital reported that the device would not initiate mechanical ventilation. There was no report of patient involvement.